Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas, associated with announcing meals as a method to correct hyperglycemia, which resulted in subsequent hypoglycemia; troubleshooting and education were provided to discontinue meal announcements for correction and to allow the device to manage highs. Symptoms included shakiness and sweating. Outcomes included self-treatment with oral glucose tablets without assistance or medical intervention, with a documented nadir of 63 mg/dl and approximately thirty minutes outside the target range. Investigation included user interview and troubleshooting with education on appropriate hypoglycemia treatment and avoidance of overcorrection. Investigation of this case revealed user management behavior contributing to hypoglycemia following device-managed hyperglycemia. It was concluded that the device was performing as designed and that inappropriate user correction behavior contributed to the event.